Event description:
It was reported that the left ventricular lead exhibited no capture. An x-ray confirmed the lead had become dislodged. The lead was explanted and replaced electively. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).